Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint chamber was connected to a water bag to test for leaks. Results: when the complaint chamber was connected to a waterbag, a drop of water was observed to leak from the connection between the feedset tube and waterbag spike of the chamber. Adequate glue was found on the feedset tube/spike connection but the glue was not bonding. A lot check revealed one similar complaint for lot number 110401. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. (B)(4). This suggests that the damage to the feedset tube only occurred after it was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked from the connection between the water feedset tube and bag spike of an mr290 vented autofeed humidification chamber after one hour of use. No patient consequence was reported.